Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There were allegations of device malfunction. A caregiver states the airflow momentarily stopped twice. When the airflow stopped a blip alarm sounded once. There was no harm or injury reported. Periodic maintenance was performed. The reported complaint was not duplicated but reboots of the unit were found in the event log, which was caused by e-150. To prevent failure, the main pca was replaced. The outlet flow path was dirty, so it was replaced. Replaced parts for periodic maintenance: blower and inlet foam kit.